Event description:
An x-ray confirmed that the lead was dislodged. The lead was replaced. The patient's condition was good before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.